Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported getting the binaxnow covid-19 antigen self test solution reagent into his/her eye. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Investigation report: technical services attempted and was not able to provide the customer with the safety data sheet. A product deficiency was not reported or identified. Customer was provided the relevant safety data sheet. The product will continue to be monitored and tracked.

Manufacturer narrative:
Corrected h6 medical device problem code.